Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 2 false positive sars results for one asymptomatic patient (off label use at the time). This report is to indicate one of the false positive instances, and an additional report will be filed for the other instance (1 of 2). The customer communicated the result was confirmed negative by molecular (pcr testing).